Event description:
The customer reported finding a leak in the pump module area of a coulter lh 500 hematology analyzer. The customer stated the instrument was processing controls and all differential results were incomplete; troubleshooting of the instrument revealed the leak. The operator was wearing a lab coat, face shield, and gloves when the leak was found. There was no biohazard exposure of the leak to mucous membranes or open wounds; there were no injuries reported as a result of the leak. There was no impact to patient results in connection with the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a hole in tubing at the pinch valve and replaced the tubing. The leak was resolved and the fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).